Event description:
Patient developed fever and weakness after their 2nd column treatment. Admitted to hospital, central venous catheter removed and antibiotics administered. Cultures were drawn improperly so no results available. Discharged home after two days.